Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review could not be performed as the lot number is unknown. One ghiatas beaded breast localization wire was returned for evaluation. The wire was returned in two segments and both wire segments were noted to be bent at multiple locations. The first segment of the wire with the twisted tip contained tissue. The break on this segment was found to be approximately 35 mm from the end of the twisted tip. The break on the second segment was found to be approximately 47 mm from the other end of the wire. The investigation is confirmed for a wire break. The definitive root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast surgery into very dense tissue, while adjusting the specimen, the most proximal part of the wire pulled back. It was then noted that the wire was broken and the distal portion (4cm) was still in the breast. The wire itself was fractured above the markers and the hook, it was sheared off at a true angle. The c-arm was used to locate the wire and no other wire placement was needed. There was no patient injury reported.